Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2024, the patient husband reported that the patient was hospitalized due to high blood glucose levels which was 287 mg/dl. The patient's husband also reported that the reason for hospitalization was due to high blood glucose levels and stayed in hospital for 1 night. It was reported that the patient had headache and tried while admitting the hospital. No further information available

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: spain. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.